Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose and they did allege insulin pump was under delivering on (B)(6) 2020 with blood glucose over 500 mg/dl. Customer was treated with insulin pen. Customer was experienced symptoms like nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active. The reservoir will not be returned for analysis.